Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad), it was reported by the vad coordinator that the patient experienced symptoms, consistent with pump end-of-life including yellow wrench and red heart alarms, increased current draw, excessive motor dust, grinding sounds along with intermittent pump stoppage while at home. Hand pumping was initiated. The patient was hospitalized and placed on pneumatic support, using a stroke volume limiter (svl) and drive console. The patient appears to have signs of inflow valve regurgitation. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains ongoing with the lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.